Event description:
This is filed to report the clip being entangled in the chordae and being deployed at the unintended location. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr). An xtw clip was prepared and inserted per the instructions for use (IFU). During the positioning, the clip became entangled in the chordae. The clip could not be freed and was deployed on the leaflet and the chordae. An additional clip was implanted to stabilize, and a third clip was then implanted to reduce the mr to grade 2-3. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Foreign body in patient associated with the clip getting implanted on the leaflet and the chordae appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and not able to be freed. The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.